Event description:
Chair wheels continue to shut off causing pt to fall out. This has resulted in bruises, abrasion and a mild concussion. Due to the design of the wheel, when the wheels fail they do not roll freely, but instead jerk backwards and cause drag. This has been an ongoing problem since the day pt received these wheels. Pt has tried working with frank mobility to get this problem solved for over two years, to no avail. Pt has heard similar complaints from other chair users regarding frank mobility and their e-motion wheels. Because of the way the chair jerks when the wheels fail, pt has been thrown out of the wheelchair more than one dozen times. After having worked with frank mobility for close to two years they have not resolved the problem.